Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: approximately the whole screw head is missing and was clearly drilled out as mentioned in the complaint description. The plate shows the same drilling marks. Furthermore, the anodized colors were abraded at some different spots. The relevant features are damaged in a manner which prevents accurate function check with other screws or plates. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Due to the visible damages the parts were classified as confirmed, even though the functional test could not be performed. Based on the provided information we are not able to determine the exact cause of this complaint. Multiple factors could have led to blockage of the screw, such as wrong torque or angulation issues during insertion, or the screw got bent due the falling of the patient (which was mentioned in the complaint description). Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot this mre review is for sterilization procedure only part: 412.215s, lot: l790932, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 23.february 2018, expiry date: 01.february 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico . Part: 412.215 , lot: l751518, manufacturing site: mezzovico , release to warehouse date: 05.february 2018 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the patient underwent a revision surgery due to a fracture under the trochanter caused by a fall. Initially, the patient was implanted with the femoral neck system (fns) on (B)(6) 2019. During the revision procedure the surgeon tried to remove the reported locking screw from the fns plate, but had a difficulty removing. Finally, the screw was removed using an unknown carbide drill and was revised to an experttm antegrade femoral nail (afn) (B)(4). There was a 40 minutes surgical delay reported. Patient status and surgical outcome were unknown. This complaint involves one (1) femoral neck system (fns) locking screw. This report is 2 of 2 for (B)(4).